Event description:
Caller reported a cartridge alarm 20, which did not cause the customer's blood glucose level to exceed 500 mg/dl. There was no adverse impact to the customer's blood glucose level. Customer was advised by technical support to use multiple daily injections (mdi) as backup therapy and received a replacement pump with updated software. Customer was instructed on the steps for receiving the replacement pump, including putting the existing pump into storage mode before returning it and understood all instructions.